Event description:
It was reported that the pt underwent a pump replacement due to end of service. The drug concentration was changed from 2500 mcg/ml in the old pump to 2000 mcg/ml with the new pump. The dose was programmed at 550 mcg/day before the pump replacement and 500 mcg/day after the replacement. It was confirmed that all programming was updated properly. The hcp programmed the untrimmed volume of the catheter, 0.196 ml, as it was thought that when the catheter was initially implanted it had not been trimmed. Three ml were aspirated from the existing catheter and a prime of 0.395 ml was programmed after connecting the new pump to the existing aspirated catheter. A drug rinse with the new pump was not performed as there was not enough drug. Following the pump replacement, the pt experienced hypotension. The pt was kept overnight in the hospital with additional symptom of dizziness, then released. In the next day, the pt experienced difficulty walking and was not able to walk up the stairs. The pt did not go to the emergency room for an unk reason. The pt was found semi-conscious at home in the following day, and was experiencing shortness of breath. It was unclear if the pt expired at home or in the emergency room. The cause of death was unk; possible pulmonary embolism per the reporter. The cause of death was pending the medical examiner's assessment. Both pumps were with the medical examiner. At about two weeks later, it was reported that the pt was not a "candidate for an autopsy". The cause of death was unk at the time of this report. The pump was used to deliver lioresal.